Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2vr01-delsys] (serial: [(B)(6)]). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving implant of a leadless implantable pulse generator (ipg), the patient experienced a right ventricular cardiac perforation and pericardial effusion. The patient's blood pressure dropped before the device was implanted, leading to the decision to postpone the pacemaker implant. An echocardiogram was utilized as a diagnostic tool, and pericardiocentesis was performed to treat the patient with fluid drained. The venous access was obtained through the femoral vein, and the patient's blood pressure and oxygen saturation were monitored during the procedure. The leadless implantable pulse generator (ipg) was not deployed, and the product was never implanted. No further patient complications have been reported as a result of this event.